Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the nozzle could not be identified and the origin of the dirt observed on the device could not be determined. The customer conducted reprocessing of the device in accordance with olympus training/ IFU, however, reprocessing of the device was stopped midway due to detection of leakage, therefore, the device was not completely reprocessed at the time of incoming inspection. The root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there was a leak in the bending section cover, low angulation/play in the control knob and the plastic distal end cover was shaved; additionally, component parts of the distal end fell off. The issues were found during general maintenance and there was no procedural impact or patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the following customer allegations were confirmed: the plastic distal end cover was shaved, low angulation in the control knob, and there was a leak in the bending section cover due to a pinhole. The allegations of no angulation (play) on the control knob and component parts of the distal end falling off were not confirmed. Additional findings include the following: the objective lens had a scratch, the light guide lens was discolored, the adhesive on the bending section cover was detached, the bending section cover and connecting tube were both discolored, the image guide projector had a cut, switch button one (1) was scratched, switch button two (2) was deformed, the scope connector and scope connector cover unit were scratched, the suction cylinder was shaved, the connecting tube had a scratch, angulation was out of specification and due to clogging of the nozzle, water removal ability did not meet the standard value. Dirt was also found in the following components: universal cord, control unit, scope connector cover, switch box, and grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.